Event description:
During a leadless pacemaker (lp) implant procedure, the physician was unable to find a suitable fixation site while mapping for acceptable electrical measurements. The lp was removed and a new lp was implanted to resolve event. The patient was in stable condition. After the lp was removed, tissue was observed on the helix.